Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; value was not provided. Low bg cause was not known. Customer declined to provide further information or undergo troubleshooting with tandem technical support.